Event description:
The manufacturer's representative reported that the system was removed due to a "diabetic-type infection." Additional information received from the hcp indicates the onset of the infecton was eight days before event date. The hcp reports perioperative antibiotics were administered. The patient does not have meningitis. The last refill was performed approx a month prior. The patient presented with redness and swelling around the device pocket. The patient underwent total device system explant and the infection has resolved.